Manufacturer narrative:
One ventilator was returned for evaluation. Visual inspection of the device found it to be in poor condition with a damaged faceplate, damaged case by the battery holder, and noticeable corrosion externally. Device was powered on, and there was no power to show electronic alarms. This was a result of the corroded battery holder, which was then replaced. The problem source was determined to be a result of user interface. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
It was reported that the electronic alarms failed on the parapac plus ventilator. No patient injury or complications were reported in relation to this event.